Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (547 mg/dl) and administered a correction bolus to manage bg level. During troubleshooting with tandem technical support (cts), cts confirmed in the pump logs that the customer received an incomplete bolus alert that was not addressed. The customer reported that their blood glucose level was 189 mg/dl at the time of contacting cts.